Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she was having severe pain shooting down her leg and around her rectum from the stimulation. The patient reported that she shut the stimulation off but her pain symptoms came back. The patient reported that her device was for pain. The patient reported that she had tried programs 1 and 2 and was on 8 and tried turning it down but the pain was so bad she just had to turn it off.